Manufacturer narrative:
Literature citation: hagedorn jm, romero j, thuc ha c, bendel ma, d'souza rs. Paresthesia-based versus high-frequency spinal cord st imulation: a retrospective, real-world, single-center comparison. Neuromodulation. 2021.10.1111/ner.13497 literature summary: the article¿s primary objective was to report site-collected real-world patient reported percentage improvement in pain scale (pr-pips) with traditional spinal cord stimulation (scs) and 10 khz scs from a single, academic medical center. It was concluded that the study adds further evidence to the published literature that successful long-term results can be achieved with scs. The authors stated that their retrospective analysis did not find a statistically significant difference in pr-pips between traditional stimulation and high-frequency stimulation in a variety of indications over an average follow-up of nearly two years. It was noted that there were statistically significant differences in treatment indications and primary sites of pain between the two patient cohorts, and this should be considered when interpreting the results. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other applicable components are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. (B)(4).

Event description:
Reported events: 1. 5 patients had their system explanted due to a loss of efficacy. 2. 4 patients had their system explanted due to infection. 3. 5 patients required lead revision surgery due to clinically significant migration. 4. 1 patient required lead revision surgery secondary to lead fracture causing loss of efficacy. No further complications were reported or anticipated.